Event description:
It was reported that the patient presented to the emergency room with shortness of breath and lower extremity edema. Ventricular assist device (vad) interrogation was noted to have a low speed advisory followed by a pump stop on (B)(6) 2022 at 7:15. The patient did not have a known short to shield. The log file review showed alarms associated with an abnormal pump stop event on (B)(6) 2022 at 7:15 when the patient was on battery power. X-rays showed some shield stretching/twisting but could not confirm if there was wire damage. A percutaneous lead distal end replacement was performed on (B)(6) 2022. After the repair there was a pump stop event with upper body movement while connected to grounded patient cable. The patient would remain on ungrounded patient cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported alarms and pump stop events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Evaluation of the submitted log file captured a motor stopped alarm during a pump stop event on (B)(6) 2022, and the abnormal pump operation was associated with low speed advisory, low speed hazard and low flow hazard alarms. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 17.5 inches of the external portion/distal-end of the driveline was returned for evaluation. The returned portion of the silicone jacket had rescue tape applied at approximately 1.5-13.5 inches from the controller connector. Cuts in the outer silicone jacket were found at approximately 2.5, 8, 10.5-11.5, 12-12.5 and 14 inches from the controller connector when the tape was removed. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the repair, the patient continued to experience pump stops and was issued an ungrounded cable. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.